Event description:
It was reported that during a da vinci-assisted prostatectomy-radical salvage surgical procedure, a c-34 error was experienced on the generator during surgery, related to monopolar energy. Initial troubleshooting involved attempts to resolve the issue by trying different cautery cables, but this did not resolve the problem. The user switched to force triad to proceed with the operation. Further review determined that this error represented an internal issue in the generator requiring escalation. Additional troubleshooting suggestions, such as lowering the energy setting, were discussed, though these were not feasible to attempt during the surgical case. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this case was completed robotically by connecting to the force triad. After that, the erbe generator was replaced by the field service engineer.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electosurgical unit (iesu) was analyzed and found during (power-on test), the (error c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint regarding error c-34 was confirmed by failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.